Manufacturer narrative:
Upon investigation of the actual device used in this incident, that station had a failed door icon. A field service engineer cancelled the work order. No resolution was provided by both field service engineer and customer about the reported issue. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation es system refrigerator door kept failing, preventing user from removing the required medication and causing patient care delays. There were no adverse events or injuries reported based on this event.